Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient needed an MRI and it was unknown if it was related to the device. The MRI was to check and see if things have gotten worse in the patient¿s back. The caller stated the patient has chronic back pain and the stimulator wasn¿t working anymore. The caller clarified and stated the stimulator was not providing stimulation and the battery just wore out. The caller confirmed it was due to normal battery depletion. The caller stated the device never helped with the patient¿s back pain and it continued to get worse within the last 10 years. The caller stated it was to a point where the patient can¿t do anything. The caller stated they were considering removing the device because it¿s not doing anything anymore. Additional information was received from the patient. It was reported that the ins was taken out earlier this year in (B)(6) or (B)(6) 2019 because "it hasn't activated for 20 some years". The patient said they never put it in the right spot and it never really worked since it was put in. The patent confirmed it never worked since implant on (B)(6) 2002. The patient said when the ins was taken out, "they left some of the wires embedded in them". No further complications were reported.